Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant battery was not holding a charge like it used to. When patient first got it, patient could go 4-5 days with it charged. Now it was only lasting 2 days. Patient noticed the change in the last two days. Asked if patient changed any settings. Patient said they had not touched it at all. Reviewed charging frequency depends on settings and usage. Patient was redirected to follow up with healthcare provider. The patient is scheduled to see their healthcare provider (hcp) this month.